Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
The alarm sounds and the red lamp lights up. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 20th december 2016. During the investigation transistor q45 was measured and found to have failed. This had caused the interrupt line of the rtc to be dragged low despite not failing a self-test, resulting in a flashing red status led and failure chirp, as per the reported fault. Additionally, while the interrupt line is low, the device would not perform auto self-tests. This behaviour was witnessed during investigation. The pcba was returned to the pcba supplier, elite, to be forwarded to the q45 component manufacturer for analysis. Any report shall be documented under CAPA pr# 2364955. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new 350p device.

Event description:
The alarm sounds and the red lamp lights up. There was no patient involved in this event.